Event description:
A pump educator called to report that the customer was hospitalized for dka. It was stated that when the customer changes the batteries they received an error alarm. The alarm history showed a few no delivery alarms. The medical staff believed that pt's hospitalization was due to the basal rate not being in the pump or the no delivery alarms.